Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006.

Event description:
It was reported that the patient has been feeling "muscle twitching" since the lead replacement several days ago. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the lead remains in use. No further patient complications were reported as a result of this event.